Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 5076-52 lead, implanted:(B)(6) 2001. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had noise. The rv lead was explanted and replaced. It was also reported that a different lead was returned to the manufacturer after being removed. The lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.